Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive and displayed lines across the top of the screen, after which the patient reverted to manual injections and blood glucose remained stable, consistent with a device display malfunction affecting user interface functionality. Symptoms included no adverse clinical effects. Outcomes included no injury, no hospitalization, and continuation of diabetes management with cgm via dexcom app or receiver. Investigation included verification of shipping and return logistics, guidance to shut down the device to prevent further alerts, confirmation that data would not transfer to the replacement, and provision for data sync to the mobile app prior to return. Investigation of this case revealed a malfunction of the display/touch interface consistent with a hardware screen visibility failure that impeded user interaction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.